Event description:
Patient complaining epigastric pain on (B)(6) 2013, underwent egd, it was discovered that ivc filter was protruding through duodenum wall. The patient was admitted with vascular consult. Spoke to physician discharged patient in couple of hours for second opinion at another hospital, ivc filter placed on (B)(6) 2013, correct placement confirmed with radiology report, CT scan two legs are noted to extend beyond the confines of vena cava wall. Dates of use: (B)(6) 2013. Diagnosis: blood clot.